Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call that the insulin pump vibrate and said motor reset alarm. Customer's blood glucose value was 107 mg/dl at the time of the incident. Customer reports the drive support cap appears normal. Performed displacement test which was passed. Assisted in performing manual prime or fill tubing and motor error alarm did not recur. Customer stated insulin pump passed all tests and seems to be working fine. The device will not be returned for analysis.